Event description:
The customer reported that there was a generator error. The system may shut down when this occurs. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank inverter and the kv controller board. The system operates as intended.